Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that unknown spinal procedure on (B)(6) 2019, two (2) screwdriver shaft stardrive tips were stripped and worn. During the procedure, the surgeon had difficulty in recessing and locking an unknown screw. In order to proceed with the surgery, the surgeon used the same like product to lock the screw. There was no surgical delay or adverse event to the patient reported. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft t8 self-retaining. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device history review, part: 03.617.902, lot: l614194, manufacturing site: (B)(4), release to warehouse date: 13.nov 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary product was not returned. Complained issue could not be replicated and/or confirmed based on the available information (incl. Pictures and/or x-ray¿s). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.